Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure coil/fragments of coiled metal wire') and pelvic pain ('pelvic pain/ pelvic area') in an adult female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in arm, cholecystectomy, genital warts, cervical biopsy, colposcopy and weight gain. Previously administered products included for lyme disease: antibiotics; for an unreported indication: paragard, depo and mirena. Concurrent conditions included bipolar disorder, lyme disease, headache, musculoskeletal pain, penicillin allergy, vulvovaginal condyloma, vulvovaginal pruritus, lsil, papanicolaou smear abnormal, lower abdominal pain, dysmenorrhea, pap smear abnormal, endometriosis, paratubal cyst, folliculitis, post coital pain and grand multiparity. Concomitant products included etonogestrel (nexplanon), gabapentin from (B)(6) 2016 to (B)(6) 2016, ibuprofen, nsaids since february 2015, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since february 2015. On (B)(6) 2015, the patient had essure inserted. In january 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). In july 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), trichloroacetic acid (tca), valproate semisodium (divalproex) and surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and back pain was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, normal appearing uterine cavity with fluffy endometrium bilateral ostia visualized easily. After deployment of essure device the left ostia with 7 rings protruding into the cavity, the right ostia with 2 rings proceeding into the cavity. On (B)(6) 2018, it was reviewed that the device did break but all pieces visible on outside of uterus and moved and inside hysteroscopy done to be ensure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. The fallopian tubes were blocked.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, anxiety and depression and following event was described in patient's medical record- device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure coil/fragments of coiled metal wire'), device dislocation ('migration'), perforation ('perforation other'), pelvic pain ('pelvic pain/ pelvic area,chronic') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in arm, cholecystectomy, genital warts, cervical biopsy, colposcopy and weight gain. Previously administered products included for lyme disease: antibiotics; for an unreported indication: paragard, depo and mirena. Concurrent conditions included bipolar disorder, lyme disease, headache, musculoskeletal pain, penicillin allergy, vulvovaginal condyloma, vulvovaginal pruritus, lsil, papanicolaou smear abnormal, lower abdominal pain, dysmenorrhea, pap smear abnormal, endometriosis, paratubal cyst, folliculitis, post coital pain and grand multiparity. Concomitant products included etonogestrel (nexplanon), gabapentin from (B)(6) 2016 to (B)(6) 2016, ibuprofen, nsaids since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression,psych injury"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), anxiety ("mental anguish,psych injury"), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems:") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), trichloroacetic acid (tca), valproate semisodium (divalproex) and surgery (bilateral salpingectomy,hysterectomy., full),salpingectomy. (Bilateral), hysterectomy.,full),salpingectomy. (Bilateral) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, perforation, menstrual disorder, depression and anxiety outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, bladder disorder, urinary tract disorder, weight increased and alopecia had resolved and the back pain was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, normal appearing uterine cavity with fluffy endometrium bilateral ostia visualized easily. After deployment of essure device the left ostia with 7 rings protruding into the cavity, the right ostia with 2 rings proceeding into the cavity. On (B)(6) 2018, it was reviewed that the device did break but all pieces visible on outside of uterus and moved and inside hysteroscopy done to be ensure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. The fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, anxiety and depression and following event was described in patient's medical record- device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received : event added - hair loss. Events outcome updated. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure coil/fragments of coiled metal wire'), device dislocation ('migration'), perforation ('perforation other'), pelvic pain ('pelvic pain/ pelvic area,chronic') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in arm, cholecystectomy, genital warts, cervical biopsy, colposcopy and weight gain. Previously administered products included for lyme disease: antibiotics; for an unreported indication: paragard, depo and mirena. Concurrent conditions included bipolar disorder, lyme disease, headache, musculoskeletal pain, penicillin allergy, vulvovaginal condyloma, vulvovaginal pruritus, lsil, papanicolaou smear abnormal, lower abdominal pain, dysmenorrhea, pap smear abnormal, endometriosis, paratubal cyst, folliculitis, post coital pain and grand multiparity. Concomitant products included etonogestrel (nexplanon), gabapentin from (B)(6) 2016 to (B)(6) 2016, ibuprofen, nsaids since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression,psych injury"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), anxiety ("mental anguish,psych injury"), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems:") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), trichloroacetic acid (tca), valproate semisodium (divalproex) and surgery (bilateral salpingectomy,hysterectomy., full),salpingectomy. (Bilateral), hysterectomy.,full),salpingectomy. (Bilateral) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, perforation, menstrual disorder, depression, anxiety and vaginal haemorrhage outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, bladder disorder, urinary tract disorder and weight increased had resolved and the back pain was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, normal appearing uterine cavity with fluffy endometrium bilateral ostia visualized easily. After deployment of essure device the left ostia with 7 rings protruding into the cavity, the right ostia with 2 rings proceeding into the cavity. On 16(B)(6) 2018, it was reviewed that the device did break but all pieces visible on outside of uterus and moved and inside hysteroscopy done to be ensure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. The fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, anxiety and depression and following event was described in patient's medical record- device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following evenst were added : abdominal pain, dysmenorrhea (cramping), gen. Abnormal. Bleeding, perforation other, migration, bladder problems,urinary problems. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure coil/fragments of coiled metal wire') and pelvic pain ('pelvic pain/ pelvic area') in an adult female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in arm, cholecystectomy, genital warts, cervical biopsy, colposcopy and weight gain. Previously administered products included for lyme disease: antibiotics; for an unreported indication: paragard, depo and mirena. Concurrent conditions included bipolar disorder, lyme disease, headache, musculoskeletal pain, penicillin allergy, vulvovaginal condyloma, vulvovaginal pruritus, lsil, papanicolaou smear abnormal, lower abdominal pain, dysmenorrhea, pap smear abnormal, endometriosis, paratubal cyst, folliculitis, painful intercourse and grand multiparity. Concomitant products included etonogestrel (nexplanon), gabapentin from (B)(6) 2016 to (B)(6) 2016, ibuprofen, nsaids since february 2015, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since february 2015. On (B)(6) 2015, the patient had essure inserted. In january 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). In july 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), trichloroacetic acid (tca), valproate semisodium (divalproex) and surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and back pain was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, normal appearing uterine cavity with fluffy endometrium bilateral ostia visualized easily. After deployment of essure device the left ostia with 7 rings protruding into the cavity, the right ostia with 2 rings proceeding into the cavity. On (B)(6) 2018, it was reviewed that the device did break but all pieces visible on outside of uterus and moved and inside hysteroscopy done to be ensure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. The fallopian tubes were blocked.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, anxiety and depression and following event was described in patient's medical record- device breakage most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received- lot number added. New event added from pfs-abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia) and back pain. Event added from medical record- fragmented essure coil/fragments of coiled metal wire. New reporter information, patient details, concomitant drug, historical drug, treatment drug, medical history were added. Outcome of pelvic pain was updated to recovering / resolving. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.